Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer service arranged for a replacement pump to be sent and provided instructions for returning the malfunctioning pump, with the customer understanding and acknowledging these steps. The customer planned to use multiple daily injections as a backup therapy.